Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Blood was observed on the sleevehead of the lead. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
During the implant procedure the physician went to exercise the right ventricular (rv) lead helix and the helix would not fully exte nd/retract. The helix was attempted to be excised multiple times and the helix took too many turns to extend. The physician was not comfortable using the lead so an alternate lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.